Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Elevated bg was addressed via manual insulin injection. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.